Event description:
Boston scientific crm received information in november 2007 that the target date for this implantable cardioverter defibrillator (ICD) device was (B)(6) 2008. The current battery voltage was 2.82 volts. There was an allegation of premature battery depletion. Boston scientific's technical services recommended continued quarterly monitoring. Subsequently, boston scientific crm received information that this device was electively explanted in (B)(6) 2010 due to normal battery depletion.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific post market quality assurance laboratory. Engineering calculations determined that this device's life cell capacity was less than expected. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.